Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient showed no behavioral response to sound with device use and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed october 30, 2015.